Event description:
We purchase stretcher bases from stryker medical and combine them with out top to produce are cart that is used for shower bathing hospital patients. August 27, 2009 stryker medical sent to us a medical device correction notice. The notice stated that a bushing in the braking system may fracture, which could result in the brake/steer pedal sizing. This could result in the brake system becoming inoperable. Also refer to report numbers: 1831750-2009-01838, 1831750-2009-01839, 1831750-2009-01840.

Manufacturer narrative:
Evaluation summary: by merit of the medical device correction notice, the summary is to replace the bushings.